Event description:
According to the available information, the dynamic anchor would not seat properly (dislodged) behind the obturator membrane the obturator membrane would not catch the dynamic anchor. Procedure was completed successfully with a new sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.